Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, site was using the near infrared (nir) handheld camera and the light guide became unscrewed. Caller stated that the light guide dropped on the drape and burnt a hole in the drape. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) spoke with clinical sales representative (csr) who informed that the issue had been resolved. The csr informed the fse that the customer was used to the other light guide which automatically turns off in certain cases, and that the issue resulted from the staff leaving the light guide on inappropriately expecting that it would also turn off. The csr confirmed that the issue was related to user error, and that the staff had been informed as to the correct use of the dv5 light guide. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The root cause of the reported complaint, according to the information provided by the csr, is attributed to confusion of the staff unfamiliar with the dv5 light guide and its functions.